Event description:
It was reported to depuy acromed that a day after initial doc surgery, the patient complained of pain. The surgeon opted to re-operate and replaced the plate and screws. According to the complainant, the re-operation was not device related but more surgeon dissatisfaction with the initial positioning of the hardware. There were no other adverse consequences to the patient. A complaint history analysis was performed and no other complaints of this type have been reported for these part numbers. A dimensional analysis was performed and the plate and screws conformed to specifications.